Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the hydros handpiece displayed multiple error codes. Due to this malfunction, surgeon was unable to complete the second pass of aquablation therapy. The surgeon then opted to resect to complete the procedure. There were no adverse health consequences to the patient due to this event.